Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation summary: 2 photos were returned for investigation observed leakage. Past the stopper from the returned photos. Investigation conclusion: observed leakage past the stopper from the returned photos. No samples are returned for investigation. Root cause could not be determined. If samples are received in the future the complaint will be re-opened and re-investigated. Root cause description: no samples are returned for investigation. Root cause could not be determined. If samples are received in the future the complaint will be re-opened and re-investigated. DHR: syringe DHR batch # 6362151: reviewed, no quality notification was raised for the reported batch on similar nonconformance. The leak test passed the outgoing inspection. The preventative maintenance calibration and equipment history records were reviewed and no abnormality was observed. Rationale: root cause could not be determined as no samples returned for investigation. No CAPA investigation is required.

Event description:
It was reported that the bd 3 ml syringe luer-lok¿ tip leaked at the plunger end after drawing up medication and capping. Found during use. No serious injury or medical intervention noted.